Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative regarding a patient receiving intrathecal baclofen and dilaudid. The indications for use were non-malignant pain and chronic low back pain. The patient said that the pain pump was turned off in the hospital. The pump was turned off because the patient was diabetic, and he had a foot injury that required 3 hospital stays. The patient could not get to his appointment for a refill because he was in the hospital. The pump was alarming, and a manufacturing representative came to the hospital and turned off the pump. The pump was slowly being titrated up because they could not start it back at full strength after being turned off. The manufacturing representative reported that they did go to the hospital to turn the patient's pump down in (B)(6) 2016, but she did not remember the pump alarming. She thought they turned the pump down to minimum rate, but she was not sure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-jul-14. It was reported that the pump went dry and was alarming. T he patient had dilaudid and morphine (dosage and concentration unknown) in the pump at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.